Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Please void initial report. Maquet was notified that this complaint was reported in error. It has been confirmed from the customer that no device malfunctioned.

Event description:
Product did not have a problem and they do not have a complaint. As per your voicemail request for more information. Please cancel this cpl, the customer has stated that the product did not have a problem and they do not have a complaint. Complaint is being cancelled.